Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapling the stomach, the clamshell was closed and the handle showed a red circle and cross through the black handle image on the display screen. The surgical team switched out the handle and shell, then proceeded with the new components. On the second firing, the excess force image came up and was not able to advance past the previous staple line. It was also noted that the proximal staple line was incomplete. Another device from a different manufacturer was used to complete the case.

Manufacturer narrative:
Concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot #n3m1657y) sigpshell, sig power sigpshell control shell, (lot #n3k2393y) sigphandle, sig power sigphandle handle, (sn: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: serial number additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.